Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4).

Event description:
It was reported that during a peripheral intervention therapy, a balloon rupture occurred. The 80% stenosed target lesion was located in a shunt in the moderately tortuous brachial vein. A 6.0mmx100mmx75cm mustang balloon catheter was used to predilate the lesion. The initial inflation was to 24 atmospheres. Upon second inflation at 24 atmospheres, the balloon ruptured. The procedure was completed with another of the same device. No patient complications were reported and the patient¿s status was good.

Manufacturer narrative:
Device evaluated by MFR: during an attempt to inflate the balloon, a pinhole leak was identified. The leak was located at 1mm distal to the distal edge of the proximal markerband. A microscopic examination of the balloon material and the distal markerband could not identify any anomalies which could potentially have contributed to the pinhole leak. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical and/or procedural factors. (B)(4).

Event description:
It was reported that during a peripheral intervention therapy, a balloon rupture occurred. The 80% stenosed target lesion was located in a shunt in the moderately tortuous brachial vein. A 6.0mmx100mmx75cm mustang¿ balloon catheter was used to predilate the lesion. The initial inflation was to 24 atmospheres. Upon second inflation at 24 atmospheres, the balloon ruptured. The procedure was completed with another of the same device. No patient complications were reported and the patient¿s status was good.